Event description:
It was reported that there were inadequate restraints due to a missing ankle restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.